Event description:
It was reported the patient (B)(6) stopped feeling stimulation after pulling a lot of weight. Diagnostic testing identified high impedances. The physician elected to proceed with surgical intervention. Intraoperative testing determined the issue was with the lead extension . The lead extension was explanted and replaced which resolved the reported issue. It was noted that visible breakage to the lead extension was observed upon explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.